Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the preparation, while removing the suture from the stent prior to placing it in the patient, it caused the end of the stent to snap/break off.